Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020.

Event description:
It was reported to philips that the after replacing the front bezel assembly, the device would not turn on. The device was not in use at the time of the event. This issue was noted during servicing and repair of the device. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the biomed to remove ac power and attempt to turn on v60 using battery power. The biomed reported the v60 did turn on. The biomed reported the v60 power supply voltages are all within specification, but will still not turn on ac power. The rse informed the customer this device was affected by the power management board fsn86600049c and dispatched a philips field service engineer (fse) to the customer's site for replacement. The fse tested the unit and checked voltage and determined that the ac power was ok. The fse confirmed that the device would not power on, so the fse replaced the power management pcb and retested the unit. After the part was replaced the unit powered on and operated correctly returning to full functionality.